Event description:
It was reported by the sales rep that when the proplege coronary sinus device, pr9 is pulled from the sheath and the sheath is capped, there is leakage around the cap. No stated pt injuries

Manufacturer narrative:
The device was not retained by the hospital. Since the device was not returned, any manufacturing defect with the device cannot be assessed. However, it is likely that the root cause of the introducer leaking is related to the root cause attributed to similar complaints received for the "introrc" leaking that have been confirmed . Per assessment by (B)(4) and quality engineering of the similar complaints with returned devices, the root cause of the leaking has been determined to be a material relaxation issue. It is not known at this time if the valve leaking is a design or a supplier manufacturing issue. (B)(4) and supplier quality engineering are actively investigating the issue. A CAPA has been initiated in regard to the introrc leaking complaints and a product recall has been initiated.